Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when extracting the bag with the gallbladder inside through the umbilical orifice during a laparoscopic c holecystectomy, the bag had opened distally by its glue line. The bag separated at the seam. The consequent piece was already exiting into the interior of the abdominal cavity without pneumoperitoneum. It was stated that prior the extraction, they did not pull or make any traction. Since the hole was small and the gallbladder contained a stone larger than the umbilical hole, the incision had to be extended before pulling the bag. The event resulted to an increase in surgical-anesthetic time, but the piece was removed without restarting the pneumoperitone since the surgeon needed 15 minutes more to ensure any part of the cole did not fall into the cavity. There was no patient injury.